Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube was used during a jejunal tube placement procedure performed on (B) (6) 2010. The jejunal feeding tube was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. According to the complainant, post procedure around the (B) (6) 2010, the intestinal tube was impossible to rinse. The patient began administering duodopa in the gastric port with okay results. On (B) (6) 2010 there was high pressure on the pump and the patient could not rinse the tube due to tube occlusion. The patient was referred to the hospital to have an x-ray taken. On (B) (6) 2010 the x-ray was taken and showed the intestinal tube with a kink in the loop. A new 80cm endovive two port through the peg jejunal feeding tube was placed. The patient's condition at the conclusion of the procedure is unknown however it was reported that there were no treatment interruptions with duodopa in the gastric port.

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube was used during a jejunal tube placement procedure performed on (B)(6) 2010. The jejunal feeding tube was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. According to the complainant, post procedure around the (B)(6) 2010, the intestinal tube was impossible to rinse. The patient began administering duodopa in the gastric port with okay results. On (B)(6) 2010, there was high pressure on the pump and the patient could not rinse the tube due to tube occlusion. The patient was referred to the hospital to have an x-ray taken. On (B)(6) 2010 the x-ray was taken and showed the intestinal tube with a kink in the loop. A new 80cm endovive two port through the peg jejunal feeding tube was placed. The patient's condition at the conclusion of the procedure is unknown; however, it was reported that there were no treatment interruptions with duodopa in the gastric port. Additional information received a new 80cm endovive two port through the peg jejunal feeding tube was placed. It was placed on (B)(6) 2010.

Manufacturer narrative:
(B) (6). The complainant was unable to provide the suspect device catalog, model number, and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B) (4) - exchange of jejunal tube. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).